Manufacturer narrative:
No catalog, model, lot or serial numbers were communicated. Device expiration date and device manufacturing date not available. Device evaluation including root cause analysis is in progress. No product was returned for investigation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. The complaint information was provided from a 3rd party company who conducted a general post-market clinical follow-up (pmcf) activity on our company's behalf. Post-market clinical follow-up for this product family is required to comply with EU MDR requirements. This general pmcf activity consisted of interviewing clinicians anonymously about safety and performance of the level 1 hotline and fast flow temperature management systems at the asa (american society of anesthesiologists) anesthesiology conference from 21-october-2022 through 25-october-2022. Devices within the scope of this activity included intravascular devices only, not irrigation products.

Event description:
It was reported that in a survey the following question was asked: given the globally diverse range of IV bag sizes, the company's pressure chambers have changed geometry by design. Do you have experience with IV bags not emptying in your pressure chambers? Response was "no further details." No patient death or serious injury was reported.

Manufacturer narrative:
Other, other text: d5: operator of device: updated. H6: event problem and evaluation codes: updated. H10: no product was returned for investigation. The cause of the reported problem could not be determined, and the complaint cannot be confirmed. The affected items tab shows the complaint part number is not available nor is the item serial number. However, the files in complaint object attachment inform on the model of the device in question which is trauma fluid warmer. Based on the complaint description, the customers concern is related to the pressure chamber underinfusion/slow flow issues. This is a known issue related to level 1 trauma units with pressure cuff manufactured after a design change to the level 1 pressure chamber doors, implemented in 2016. Investigation of this issue has been fully documented through a CAPA which is ongoing and trended. A device history record (DHR) review is not required nor could a DHR review be performed because there is no serial number or part number provided by the customer. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).